Event description:
It was reported by service report that the bearing caps were damaged and could result in the head section pulling out of the cot unintentionally. No patient involvement or adverse consequences were reported.

Manufacturer narrative:
Results: bearing caps.